Event description:
Customer reported erratic blood 500 ml/dl and 100 mg/dl. Customer stated 744 mg/dl appeared in device memory and was recorded in diary. No treatment was recieved. No controls were used. A request was made for return product and replacement product was sent.